Event description:
Patient presented with high lead impedance. Patient underwent generator replacement in (B)(6) 2019 and impedance was noted to be ok after replacement. The patient was referred for lead revision surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that the patient underwent surgery. During surgery it was observed that the lead pin was not fully inserted into the generator. It was noted that the surgeon unscrewed the lead and reinserted the pin and fastened it down with a screwdriver. After doing this, the system was tested and impedance was ok.